Event description:
Further information was received specifying that the affected area was the external left ear.

Event description:
It was reported that the (B)(4) study patient presented inflammation of the left ear. The event debuted on (B)(6) 2013 and resolved on (B)(6) 2014. The severity of the inflammation was indicated to be moderate. It was reported that the inflammation was not related to the implant surgery but it was probably related to stimulation. The study therapy was modified and medication was added. The inflammation was not a serious adverse event and it did not cause the subject to discontinue from the study. It was reported that the patient¿s device was tested on (B)(6) 2014; system diagnostics returned an impedance result within normal limits, with dcdc code 2, and normal mode diagnostics returned an impedance result within normal limits with dcdc code 4. The battery was not at neos. The patient¿s device was tested again on (B)(6) 2014; system diagnostics returned an impedance result within normal limits, with dcdc code 2, and normal mode diagnostics returned an impedance result within normal limits with dcdc code 5. The programmed normal mode output current was 2ma. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2014. A battery life calculation using the available programming history showed approximately 5.81 years remaining until neos = yes. Further information was received indicating that the adverse event had been treated with a combination of fludrocortisone, neomycin, polymyxin b and lidocaine. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.